Event description:
The customer reported that his team rebooted the central nurse's station (cns) and swapped hard disk drives, and afterwards, the device began rebooting autonomously.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer stated that the central nurse's station (cns) kept rebooting after performing a controlled reboot on the device. Nk tech support assisted customer in swapping the raid hard drives, but the issue remained. On the same day, customer stated that the issue was resolved after they had powered down everything, disconnected the power cords, reconnected, and powered back on. Customer requested this ticket to be closed. Service requested: troubleshooting. Service performed: nk tech support assisted customer in swapping the raid hard drives. Investigation summary: customer resolved the issue by disconnecting "everything", reconnected and powered back on. The root cause of the reported boot loop could not be determined. No components were replaced. The following fields are not applicable (na) to this report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 f10 g6 g8 h7 h9 the following field contains no information (ni), as attempts to obtain information were made, but not provided: d11 & c2 concomitant medical device additional information: b4. Date of this report f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? H6. Event problem and evaluation codes h10. Additional manufacturer narrative

Manufacturer narrative:
The customer reported that his team rebooted the central nurse's station (cns) and swapped hard disk drives (hdd(s)), and afterwards, the device began rebooting autonomously. The customer also reported that he had a spare cns that he was preparing to install as a replacement for the defective unit. Nihon kohden technical support (nk ts) assisted the customer in configuring the spare cns. When the customer called back, he had powered the cns in question down, disconnected the power cords, reconnected the device, and powered it on without issue. The issue was resolved. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that his team rebooted the central nurse's station (cns) and swapped hard disk drives, and afterwards, the device began rebooting autonomously.